Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's fiance that the customer about to receive emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 190 mg/dl at the time of the incident. The customer was at 243 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as feeling ill and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had a bent infusion set cannula. Troubleshooting was not completed. The customer also reported pain when inserting the infusion sets. The insulin pump will not be returned for analysis.